Event description:
On 12/15/2024 an ilet user reported the experienced a low blood glucose (bg) event requiring assistance from ems. The event occurred on (B)(6)2024. On (B)(6)2024, the user experienced a severe hypoglycemic event while using the ilet pump, resulting in unconsciousness. Ems was called, and the user received IV fluids and monitoring until blood glucose levels stabilized. The user reported multiple low bg incidents while using the device and expressed an intent to discontinue its use. Prior to the low bg event, the user experienced hyperglycemia, with a peak bg of 339 mg/dl, attributed to eating and not meal announcing. The hyperglycemia correction may have contributed to the subsequent hypoglycemia. The user reported being unconscious during the hypoglycemic event, requiring assistance from their spouse. Alerts for low and urgent low bg were received, and bg remained below 70 mg/dl for approximately 1.5 hours. The user has a history of frequent hypoglycemic events and requested to speak with a clinical diabetes specialist (cds).

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.